Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shortness of breath when doing any activity. The patient had to pound her chest or rapidly move her arms in order for the rate response to kick in due to a pacing anomaly. Programming changes were made. Patient condition was stable and will continue to be monitored.